Manufacturer narrative:
The '(B)(4) nurse call system' provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The (B)(4) nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g., cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an ¿add on¿ to their primary notifications, depending on their facility¿s design and needs. During further investigation of the event it was determined that a code blue occurred with patient involvement. The customer stated, ¿during morning rounds the patient in room 705 was found to have a low blood sugar. The nurse responded to the room to treat the patient¿s blood sugar, while in the room the patient vomited. It was then noted the patient had lost their pulse. The nurse hit the pillow speaker and reported that the patient did not have a pulse and to call a code blue. The operator then notified the response team. The nurse then hit the staff emergency button, and then pulled the code blue lever. The code team verified they received the notification and then responded timely and appropriately.¿ the customer confirmed the code blue visually displayed at the nurse¿s station & hospital operator¿s desk; however, audibly alerted with a different tone and therefore did not recognize it as a code blue tone. It was additionally reported that the patient expired but this was not related to the reported incorrect code blue alarm tone. Inspection of the systems by a hillrom technician found that that code blue had been set to a similar tone as the bath call. The calls were reverted back to the standard code blue audibility, and the system was functioning as designed. For this event, the code blue was set to a similar tone as the bath call leading to a lower volume and different tone than the normal code blue call. A code blue with patient involvement and subsequent death did occur however the customer confirmed the code team verified they received the notification and responded timely and appropriately. However, if the misconfiguration of a code blue being set to a bath call were to recur (lower audibility and different tone than the standard audible code blue call) it is likely to cause or contribute to serious injury or death. Hillrom is cautiously reporting this event.

Event description:
The customer reported the nurse call code blue for all staff stations had low volume and a different tone than the normal code blue call. This incident was captured under hillrom complaint ref # (B)(4).